Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that the recently implanted patient stated that her implant was not working and was transferred to the patient and technical services department for troubleshooting. When transferred the patient said she needs to ¿up it¿. Patient said after surgery they told her if she had any problems she should increase the setting. Patient said it was not working any more she still has accidents and does not make it to the bathroom. Patient said after implant it helped but it was not helping anymore for a day or two. Patient said she will feel it for a while then she will stop feeling it. Patient services worked with patient to use the programmer to increase on program 3 from 1.2 volts to 1.4 v. Basic device education was done and the patient was directed to their doctor for further advice. It was also noted the patient said she also has bowel issues from medication, but she got the device for bladder. No further complications were reported or are anticipated.